Manufacturer narrative:
The device was returned and analyzed and no anomalies were found.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached the elective replacement indicator (eri) early. The device was explanted and replaced. No patient complications have been reported as a result of this event.